Event description:
The pt received two leads with the same lot number. It was reported the pt loss stimulation in the upper left back area. Reprogramming was attempted to no avail, only rib stimulation was captured. However, the pt has adequate stimulation and good pain relief in the left hip, buttock, and leg. Although the pt has fallen twice since implant, system diagnostics revealed all contacts showed normal impedances. X-rays were not warranted by the physician. The next course of action is to monitor the current stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.